Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the femoral artery. The 90% stenosed and severely calcified target lesion was located in the severely tortuous left anterior descending artery. A 12mm x 2.00mm emerge balloon catheter was used to dilate the lesion. The balloon was inflated once and it ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Access was obtained via the femoral artery. The 90% stenosed and severely calcified target lesion was located in the severely tortuous left anterior descending artery. A 12mm x 2.00mm emerge balloon catheter was used to dilate the lesion. The balloon was inflated once and it ruptured at 12 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the emerge catheter was received with no original packaging or other devices. There was blood in the wire lumen, which is consistent with use during the clinical event. Magnified inspection revealed a hole in the inner shaft adjacent to the proximal edge of the proximal markerband. The diameter of the hole was slightly larger than the outer diameter (od) of a .014" wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The inner shaft was kinked in the same location. The analysis results are consistent with the reported balloon burst; though there was no damage to the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).